Manufacturer narrative:
The external visual inspection of the device revealed broken antenna coil wires. In addition, the electrode was severed along the lead prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed multiple antenna coil and shield wire breaks. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical test performed. The device had broken antenna coil wires. A CAPA was implemented. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced no lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue.

Manufacturer narrative:
The recipient's device was explanted.